Event description:
Patient stated it felt like something was in the throat. The patient said there was trouble breathing. Later, the patient took a swallow of water and sat up in bed choking. The patient coughed forcefully and coughed up a piece of plastic 1.5" by 1.0". Plastic shaped like ironing board later determined to be the blade extender for a bullard laryngoscope.